Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: red particle material on the shell. Yellow tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient believes the implant to be faulty and would like to have the implant removed".

Event description:
Patient reported pain since a few years (also pain near the ribs) and believed the implant to be faulty. Healthcare professional noted double capsule, start of capsular contracture rippling, sweating, ¿fibromastopathic nodule in the area of the nipple margin¿, ¿prosthetic capsule tissue on the right side with mild to moderate chronic scarring inflammation with foreign body reaction at the leaked prosthesis filling¿, and ¿loose stroma and colorfully scattered small b and t lymphocytes are seen. Right side.